Event description:
Customer's mother reported son receiving inaccurate high readings. In blood glucose tests, customer received readings of 154 mg/dl then hi (500 mg/dl+), and then a "normal" range reading within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing. Readings as described by customer were not found on the internal meter log.